Event description:
It was reported that during an implant attempt, several attempts were made to implant the right ventricular [rv] lead; however, reasonable sensing and threshold measurements were not able to be obtained. The rv lead was removed and a new lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.